Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump had intermittent power and there was moisture visible in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2017 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: a review of the pump black box data showed no pump reboots. During a visual inspection of the pump, no damage was found in the battery compartment or returned battery cap. There was no moisture observed in the battery compartment, however, moisture was observed behind the display lens. A leak test revealed a leak in the pump case between the case seal and keypad. The returned battery cap secured properly to the pump. The battery cap contact dimensions measured within specifications. The pump powered on normally with audible and vibratory alarms indicating that there was power to the pump; the display was blank when the pump powered on. Further testing was unable to be performed due to the blank display. The pump case was removed, and evidence of moisture ingress was found on the printed circuit board and internal components of the pump. The allegation of a power issue was not duplicated during investigation, however, moisture in the pump was confirmed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).